Manufacturer narrative:
Veeva case: (B)(4).

Event description:
He actually ingested one ro maybe two of the tablets last night [accidental device ingestion]. Case description: on 2024-03-28 a spontaneous case was reported in united states of america by a other health professional. The report concerns a male consumer. The consumer received polident 3 minute denture cleanser effervescent tablet unknown size_us (napc+potm+tead tablet) product used for unknown indication. No concomitant medications were reported. On an unknown date,after an unknown time of starting polident 3 minute denture cleanser effervescent tablet unknown size_us,the consumer experienced a medically significant accidental device ingestion (he actually ingested one or maybe two of the tablets last night). The outcome of the event accidental device ingestion (he actually ingested one or maybe two of the tablets last night) was unknown. The consumer's relevant medical history includes: alzheimer's (ongoing), and dementia (ongoing), no drug history was reported. No comments provided by the reporter. The action taken for polident 3 minute denture cleanser effervescent tablet unknown size_us was unknown. The rechallenge was unknown and causality of event accidental device ingestion was not reported/ not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: polident 3 minute denture cleanser effervescent tablet unknown size_us device MFR number: . Additional details: adverse event information was received from consumer via call center representative (phone) on 2024-03-28. The consumer reported that, "hi, my name is. I had a question about the polident denture cleansers. So, I had a patient who I'd given some samples to yesterday, and through some misunderstanding, the patient also has a bit of alzheimer's and dementia, and he actually ingested one or maybe two of the tablets last night. So, what's the recommendation, if any, besides calling poison control. Do you have any information. Okay. It's the antimicrobial denture cleanser, 3-minute denture cleanser in the green package. Sure, yes. Ok, all right. So no information on exactly what ingredient in there, or is it just multiple ingredients that aren't safe. Ok, well, I have the box, so it actually has all listed there. All right. I'll call poison control. Alright, thanks. Bye".